Event description:
The following has been reported: biomed reported: patient here for outpatient oxaliplatin desensitization. Rate on pump was set at 0.5ml/hr to run over 15 minutes per the order in the mar and treatment plan. The pump said infusion complete early at 10 minutes after infusion started. A preliminary review of the logs identified the following issue: overdose; no ae. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The lvp's control system performs feedback control on the measured flow rate relative to the target flow rate while tracking the calculated volume delivered. An infusion completes once the programmed or calculated volume-to-be-infused (vtbi) is delivered, regardless of the programmed time or vtbi/target-flow rate combination. In some cases - particularly near the lower limits of target flow rate (0.5 ml/hr) and vtbi (0.1 ml) - flow rate transients as the control system is homing in on the target flow rate can result in the vtbi being delivered more quickly than expected. An internal investigation has been opened to address this issue.